Manufacturer narrative:
The field service engineer (fse) who examined the ventilator found that the inspiratory pressure transducer was faulty. The fse replaced the inspiratory pressure transducer, the ventilator passed all functional tests and it was returned to service. The facility retained the faulty pressure transducer therefore it has not been investigated. The root cause for the failure of the pressure transducer has therefore not been determined.

Event description:
It was reported that the pressure reading was drifting during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).